Event description:
It was reported that the system impedance of this subcutaneous implantable cardioverter defibrillator (s-ICD) system had increase form 95 ohms to 155 ohms. It was noted that x-rays have been ordered and showed a layer of adipose tissue between the coil and sternum and intermuscular device placement. Technical services (ts) analyzed device data and confirmed the gradual increase in impedance. The physician elected to explant this system. The electrode was extracted and replaced while the current s-ICD generator was repositioned. No additional adverse patient effects were reported.